Manufacturer narrative:
Device evaluation : one cadd pump was received for evaluation with the tamper seal missing and a damaged lens. Examination of the pump's event history log provided evidence of the reported issue. The pump was also visually inspected and underwent functional testing. Upon testing the device, it was found that the dso was non-functional as the seal was bubbled. This bubbling confirms the reported complaint. The problem source of the event could not be identified. However, one possible cause could have been from contamination underneath the seal.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.